Manufacturer narrative:
(B)(4). Concomitant products: item: 00-0907-4780, 4.5mm cannulated locking screw, 80mm, lot: unknown. Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3006460162-2019-00037.

Event description:
It was reported that following a femoral osteotomy correction, x-rays were taken at the patient's first follow-up appointment which revealed a loss in correction. Two proximal screws were found to be fractured and the patient underwent a revision procedure. No additional patient consequences were reported.

Manufacturer narrative:
The follow is being submitted to relay additional information. Updated: h6 updated method 4114 and 4119. H6 updated results 3252. H6 updated conclusion 19 and 50. Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was determined to be incorrect implant selection for the patient size as well a patient noncompliance resulting on implant internal stresses exceeding expected values.